Event description:
It was reported that after the iab was inserted in a pt with a ventricular pacer prior to a procedure to open a problematic vessel, difficulty was encountered getting a trigger on the pump. The q wave, r wave, s wave complex was widened and the highlighted waveform was very inconsistent. The pt was removed from the pump and the procedure was completed. The pt was then reconnected to the pump and the q wave, r wave, s wave and electrocardiogram both returned to normal. There were no further complications.